Manufacturer narrative:
Event date is literature article published date. Laser atherectomy combined with drug-coated balloon angioplasty is associated with improved 1-year outcomes for treatment of femorop opliteal in-stent restenosis journal of endovascular therapy (2018) issue 25 vol 1; 81-88 doi: 10.1177/1526602817745668. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this article is to examine whether laser atherectomy combined with drug-coated balloons (laser + dcb) can improve the outcomes of femoropopliteal (fp) in-stent restenosis (isr). This was a retrospective study of 112 consecutive patients with tosaka ii and tosaka iii fp-isr retrieved from the vascular databases of 2 academic centres. These patients were grouped based on the treatment they received. Sixty two of these patients received laser atherectomy + dcb treatment, while the remaining patients received laser atherectomy + ba (50 patients). The dcb used was an in.pact admiral paclitaxel-eluting balloon. Baseline characteristics for both groups were similar but it was noted that the but the laser + dcb group had a lower preprocedure ankle-brachial index while patients treated with laser + ba had experienced more strokes. Cli was the indication for a third (37/111) of the procedures in the overall cohort, without any significant differences between the 2 groups. Fifty-three lesions (48.2%) involved both the superficial femoral and popliteal arteries. Fp-isr lesions were crossed with a 0.035-inch guidewire. Predilation was performed before the intervention using balloons 1 mm smaller than the reference diameter. Scoring balloons and distal embolic protection devices were employed at the discretion of the operator. Following laser atherectomy patients if in the laser atherectomy + dcb treatment group, were treated with an in.pact admiral in 52 of the 62 patients . Bailout stenting was used for treatment of flow-limiting dissections or suboptimal angiographic results with residual stenosis. It is reported bailout stenting was less often required in the laser + dcb group. Overall lesion success was reported to be 98%, with a total of 4 complications reported in the laser + dcb group (1 dissection, and 3 embolization¿s). There were also 2 procedure failures. Post-procedure 97.0% of patients were prescribed aspirin and 93.4% of patients were prescribed clopidogrel in the laser + dcb group. The combination of laser atherectomy + dcb was superior to laser atherectomy + ba for reduction of 1-year tlr 72.5% vs 50.5%. Combination therapy with laser atherectomy + dcb was also associated with greater freedom from reocclusion 86.7% vs 56.9%. Overall limb salvage rates were similar with freefom from major amputation in the laser atherectomy + dcb group being 94.8%. Laser atherectomy + dcb angioplasty are associated with high procedure success and low complication rates when treating complex fp-isr, while decreasing the need for bailout stenting. The combination of laser atherectomy + dcbs improved 1-year tlr and reocclusion rates for the overall cohort and led to a lower reocclusion rate among patients with tosaka iii fp-isr.